Event description:
It was reported that several pairs of size 8 esp specialty gloves had been opened and every pair had a hole in the wrist. There were no patient or physician injuries or issues reported to have occurred.